Event description:
During the process of turning and positioning infant on warmer, nurse heard "snapping" sound. Subsequent exam revealed PICC line broken apart at phlange site. Remaining line removed from baby.